Event description:
It was reported that the surgeon attempted to insert a competitor's lens using an indigo-p injector, but the lens tore. It was reported that the cause of the lens tear was due to the injector. Additional informaton has been requested from the facility, but to date none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent.